Event description:
While transporting a high flow nebulizer back to department for cleaning, the front right trolley caster separated from the trolley base causing the nebulizer and medical air compressor assembly to tip over narrowly missing the technician. The trolley base was weighed down with a 38 pound medical air compressor making the assembly difficult to place upright. Biomedical inspection noted that the caster stem had worn out the female caster thread on the trolley. Biomedical also noted that there was no access to the caster stem nuts to tighten the casters to the trolley. Biomedical sequestered device and placed out of service.======================manufacturer response for high flow nebulizer, ekom (per site reporter).======================manufacturer to follow up. This is a medical device assembled and sold by tri-anim of FDA approved subassemblies FDA cleared.